Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. The customer's blood glucose (bg) level was 562 mg/dl. The customer administered a bolus to address the high bg. Reportedly, the customer used the cartridge beyond labeling. Tandem technical support educated the customer to replace the cartridge every 48 hours if using humalog.